Event description:
It was reported that intermittently, the 9800 system would not play back stored cine images. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image processor pcb. The system was tested and found to be working as intended, and placed back into service.